Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for the lot number and issues. The device was returned and fluoroscopic images were provided for review. Based on the sample evaluation, the investigation is confirmed for torn pebax near the midsection of the balloon. However, the reported retraction issues through a stent can not be confirmed as the problem could not be reproduced under laboratory conditions. Based on the images provided, difficult removal of the balloon from the stent graft cannot be confirmed. Per the reported event, the balloon caught on the stent during retraction, therefore there was likely an interaction between the stent and balloon which tore the pebax and loosened the fibers. It is unknown why the pebax snagged on the stent during retraction. Based on the available information the definitive root cause could not be determined.

Event description:
It was reported that during retraction of a pta balloon from two overlapping stent grafts implanted int eh left subclavian vein, the balloon tore. The balloon was able to be removed from the stent grafts without further incident. There was no reported retraction difficulty through the sheath. There was no reported patient injury.